Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent an anterior rcr procedure on (B)(6) 2019. In (B)(6) 2019, the patient complained of pain in the shoulders. After a check-up, it was found that part of the anchor had pulled out to the upper deltoid muscle. A revision was performed on (B)(6) 2019 and the anchor was removed.

Manufacturer narrative:
Complaint confirmed, a small fragment of the anchor was returned. Likely causes include improper bone prep, implant not fully seated, cracking of the implant during insertion.